Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had failed and would not recover. A field service engineer (fse) replaced the door latch to resolve the issue. The fse also replaced the latches on doors 1, 2, and 3. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was clicking and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.